Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose levels rose to 316 mg/dl while wearing the pod on the arm between approximately 49 and 71 hours. The patient indicated that blood glucose values fluctuated and remained elevated for several hours following a recent sensor change (freestyle libre 2 plus). Upon removal, the cannula was reported to have retracted, indicating a possible needle mechanism failure. The patient's indicated that the pod was removed and replaced, after which blood glucose levels were reported to decrease. No medical intervention was required.